Manufacturer narrative:
Per the manufacturer's technical support specialist, the ccm date randomly changing during power up causes the power manager to derate the battery from a fully charged system to zero minutes. This complaint is related to (B)(4) / medwatch #1828100-2019-00063.

Event description:
It was reported that the date of the central control monitor (ccm) would randomly change during power up. No other details regarding the nature of the event was provided.

Event description:
Additional information was received that the event occurred during set-up of the device. The surgical procedure was completed successfully. There was no blood loss.

Manufacturer narrative:
The reported complaint was confirmed. Diligence for part return was unsuccessful so no further evaluation could be done. Per data log analysis, the system was gracefully shut down. On the next power up the date was changed to 2-may-2094. This caused the system calculate a long storage time and set the battery capacity to zero. The system was powered down and powered up again and the date was then 12-jan-2019. This may be the correct date but no way to know for sure. Note in this case the ccm version is 3.0.2. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that there were no adverse consequences to the patient.